Event description:
The complainant alleged that while monitoring a pt with chest tightness the device screen went blank. The complainant indicated there was no adverse effect to the pt as a result of the reported malfunction.